Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced the vacuum pump. The fse verified repairs per established procedures. (B)(4).

Event description:
The customer contacted beckman coulter, inc. (Bec) to report a spill inside of their synchron lxi 725 access 2i clinical system. There was no reported impact to patient data or patient treatment associated with this event. There was no report of injury to the operator associated with this event. Medical attention was not sought. The customer reported receiving multiple vacuum under limits errors on the instrument. At the customer's request, the beckman coulter representative instructed the customer (via telephone) how to troubleshoot the issue. The beckman coulter representative advised the customer to wear personal protective equipment while performing troubleshooting activities. The customer checked the sample probe wash tower which was overflowing with liquid and observed that the vacuum pump was not drawing fluid. The customer observed that there was approximately 10 ml of liquid in the bottom of the instrument. The customer reported that there is an exposure control plan/risk management plan in place for the facility. The customer reported that the material safety data sheet (msds) was not reviewed.